Event description:
Unable to infuse via cadd prism pump due to "defective" cassette (100ml) - pump alarming "occlusion".

Event description:
Unable to infuse via cadd prism pump due to "defective" cassette (100ml). Pump alarming "occlusion."